Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta assay on a cobas e411 disk, serial number 6371-20. The sample initially resulted in an hcg + beta value of 535.1 miu/ml. The result was reported outside of the laboratory and questioned. The sample was repeated on (B)(6) 2023, resulting in an hcg + beta value of 0.392 miu/ml.

Manufacturer narrative:
Calibration and quality control results were checked. The field service engineer aligned a probe and performed a precision check. Preventive maintenance actions and instrument testing was performed with acceptable results. The customer did not provide any additional information for the investigation. The investigation could not identify a product problem. The cause of the event could not be determined.